Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibioperoneal trunk using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath. During the procedure, the physician completed one pass using the catrx. While advancing the catrx through a stented portion of the vessel during the second pass, the physician experienced resistance. Subsequently, the physician kinked and broke the catrx into three pieces. Therefore, the physician removed the broken catrx directly from the patient via open surgery. The physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.